Event description:
During priming of the device for a cardiopulmonary bypass procedure, it was reported when priming the sensor, it would not rise above 20mmhg after being zeroed it out. The perfusionist replaced sensor with another and received no output. Therefore, the perfusionist tried the original sensor again and the unit started working correctly. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.